Event description:
Pt's home health nurse reported that on (B)(6) 2025 pt's curlin pump was beeping and would not work. Home health nurse cannot remember what the error message was. Home health nurse completed the infusion on (B)(6) 2025 via gravity tubing as backup with no concerns. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex - 10gm. Gamunex indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did pt miss a dose or have an interruption to therapy? - no; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.